Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that during a review of two surgeon presentations for an upcoming professional education course, the senior product development engineer noted it appeared that synthes matrix screws/rods had malfunctioned in two of the presented cases. In three month post operative images it appeared a locking cap came off. It was also reported that the patient had severe back pain and bilateral thigh aching and pain. The patient was on percocet and walked with a cane for more than a year. This report is for an unknown locking cap. This is report 1 of 1 for complaint (B)(4).